Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that when the surgeon opened the package the thread was already broken into small pieces.

Manufacturer narrative:
Samples received: 5 unopened pouches and 1 picture. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received five closed samples and a picture from another unit showing a thread broken into small pieces. The thread has been degraded by hydrolysis along the time. Nevertheless, without the defective sample, we cannot determine the root cause of this defect. On the other hand, tightness test to the five closed samples received has been performed and all units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements: 4.12 kgf in average and 3.79 kgf in minimum (requirements: 2.73 kgf in average and 1.37 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect: six_03.1_2015.